Event description:
Patient weight asked, unknown. At the time of the call and call documentation pms outage was in effect and would not allow service now to associate patient with case. Caller provided associated mpxr reference numbers: (B)(4): carealert tones.(B)(6) 2022 03:00:12 *rv bipolar lead impedance out of range (B)(6) 2022 21:00:04 *svc defib lead impedance out of range (B)(6) 2022 09:00:06 *svc defib lead impedance out of range. Caller indicate patient is with physician and was actively sending a care link transmission at the time of his call. Patient had device generator change on (B)(6) 2022. Rv lead was in question shortly thereafter with above alert on (B)(6) 2022. Physician suspected lead fracture. Rv lead revision was completed (B)(6) 2022, wherein mot lead was replaced with abbott lead. Patient went to clinic with device beeping. Caller observed svc alert tone this morning as the svc alert was not turned off following the rv lead revision when a single coil abbot lead was implanted. Caller programmed off the alert tone. Caller received call from doctor again this evening saying patient's device beeping again. R: pulled transmission file and analyzed confirming device has not made an audible tone since -9:58 am today (3:58pm by device clock, which is currently programmed 7 hours ahead of local time). Reviewed transmission and found carelink home monitor silent alert triggered due to svc impedance out of range home monitor alert still being left enabled. Discussed and emailed findings and confirmed that patient's device is not toning audibly. Emailed carelink report to caller for physician on request. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).